Event description:
It was reported, by a patient, that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A taxus express2 drug eluting stent was implanted in 2007. Eight months later, the patient reported experiencing "palpitations, tachycardia, back pain, sweating, nausea and an mi". On evaluation, they recognized "clotting on the stent" and another stent was implanted. The patient stated he had been on plavix and aspirin, but had stopped 5 days before the event, as a back surgery was scheduled. Received additional information from the physician's office. The patient had an acute mi in the same month, and a stent was placed. When the patient presented in approx seven months later, he had experienced a back injury 7 days prior and plavix was discontinued in preparation for back surgery. Per the physician notes, a thrombus was present "secondary to coronary artery lesion". The thrombosis was treated with a kissing balloon technique of the left anterior descending artery (lad) and circumflex (cx) artery and a 4.5x12mm liberte' stent was placed in the ostial cx. The ostial lad was treated with a balloon. The notes also stated "minimal thrombosis, critical thrombus of cx - thrombectomy". Additional information was requested, but will not be provided.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.